Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was unable to breath and was intubated with trachea. During examination, the device¿s balloon had a leakage. The patient was reintubated immediately after detection.